Event description:
During monthly follow-up, it has been observed that the position of the tornier flex tray changes, appearing as if the tray is not fixed and is rotating.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.